Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boson scientific corporation that a dreamtome rx 49 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke when they used the electric monopolar generator. Reportedly, no part of the device was detached inside the patient. The procedure was completed another fo the same device. There were no patient complications reported as a result of this event.